Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. This is related to the user facility report received by masimo. See user facility reference no. (B)(4).

Event description:
Customer reported "according to pt's mother, device was removed after 8 hours & an area of redness underneath the device was noted. Pt. Developed a pressure ulcer, reported as a burn. There is no documentation that the device was hot or of any assessment/rotation in the days before the ulcer was found. What was the original intended procedure? Sat monitoring. Device usage problem: other."